Manufacturer narrative:
Functional testing, visual and physical examinations were performed on the returned probe. The probe had visible damage to the array. With markers attached and fully seated, the probe would not track. The support arms for markers 4 and 5 were severely bent causing a high geometry error. Device manufacturing date could not be obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that navigation was flickering on and off. Instrument registration had been performed without complication. Spheres were swapped on the instrument without resolution. An alternative probe was used to resolve the issue. Issue occurred during training; there was no patient present when this issue was observed.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.